Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf impact code f1001 captures the reportable event of cancelled procedure.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2025. During the procedure, the device was inserted and placed for cutting. The device was bowed, and current was not applied however the cut wire broke before cutting has started. Another dreamtome rx 44 was used but the wire broke again. It was reported that no part of the cutting wire detached and fell into the patient. The physician stopped the procedure. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2025. During the procedure, the device was inserted and placed for cutting. The device was bowed, and current was not applied however the cut wire broke before cutting has started. Another dreamtome rx 44 was used but the wire broke again. It was reported that no part of the cutting wire detached and fell into the patient. The physician stopped the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf impact code f1001 captures the reportable event of cancelled procedure. Block h11: (investigation result) the returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was blackened, kinked, and broken from the proximal pierce hole. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was blackened, kinked, and broken from the proximal pierce hole. Based on the condition of the device, the wire break could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.